Manufacturer narrative:
If implanted; give date: n/a (not applicable). (B)(6) 2021. Removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens remained implanted. Phone: (B)(6). The intraocular lens (iol) was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a surgery the intraocular lens was injected into the eye correctly. The consultant then noticed 3 strands or fibres that had gone into the eye at the same time as the lens implant. This wasn't observed during procedure as there was no monitor available. Surgeon successfully removed the strands using a capsulorhexis forceps. There was no need to widen the incision further. This did not affect the patient or the outcome of the procedure. No further information available.